Manufacturer narrative:
The investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patients medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported by a customer that a patient with a pre-existing hearing condition underwent an mr examination of the brain. The patient requested to use his own earplugs for the exam, but the technologist also placed the music headphones on the patient. The patient did not complain of noise during the study. Approximately a month and a half after the examination, the patient reported that his tinnitus had worsened. Since that time, the customer reported that the patient's condition was improving but at this time, we have not received information that his condition improved to his pre-MRI state.